Event description:
Device malfunction: sutures failed to capture the artery. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the sutures were deployed; however, the sutures failed to capture the artery. The wire was reloaded and the device was removed over the guide wire. Hemostasis was achieved using a starclose se device. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not yet complete. (Suture failed to capture arterial tissue).